Manufacturer narrative:
(B)(6). The lot number was manufactured between march 12, 2018 ¿ march 13, 2018. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any signs of abnormality that could have caused the rupture; no signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured at the end of infusion. The device was filling of 5gr of human alpha-1 antitrypsin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.